Manufacturer narrative:
Date of event is estimated. E1 initial reporter phone number- (B)(6).

Event description:
It was reported that patients lead had all high impedances. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein lead was explanted and replaced to address the issue.

Manufacturer narrative:
The report of "high impedance" was confirmed. Analysis of the returned lead found a kink on the outer tubing where all the internal wires were broken. The root cause of these fractures unknown as there were no reports of the patient having had any trauma, falls or accidents prior to the reported allegation.